Event description:
The lay user/patient contacted lifescan alleging there was brown residue found inside the battery compartment of the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported to baxter (B)(4) that one (1) infusor sv2 device was observed leaking at the fill port during filling. The device was being filled with 5-fluorouracil and normal saline. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.